Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibits premature battery depletion. Boston scientific technical services (ts) review the device information and determined that the power consumption of this device has been increasing during the past year and recommended that the device needs to be replaced. As a result this device has been explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibits premature battery depletion. Technical services (ts) review the device information and determined that the power consumption of this device has been increasing during the past year and recommended that the device needs to be replaced. This device remains in service and is schedule to be replaced on late july. No additional adverse patient effects were reported.